Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead was analysed revealing multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of oversensing which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. The diagnostic images received for analysis were inspected. The lead body was bent on one point in a small radius. It is assumed that a bend in short radius in combination with tricuspid valve interaction resulted in extraordinary mechanical stress.

Event description:
Ous MDR - after an implantation period of 32 months, oversensing on the rv channel was reported. The lead was replaced and explanted. No adverse patient side effects have been reported. This lead was returned with the ICD.